Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Arrhythmia: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Acute kidney failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
ICU decided impella too deep and causing arythmias / pulled back and got red alarm impella in the aorta. Doctors on call repositioned under toe & resolved red alarm / pump secured & stable.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.